Manufacturer narrative:
Continuation of medical devices: 5086mri52 lead implanted: (B)(6) 2014, 3058 interstim urinary mgu ipg implanted (B)(6) 2015, 3889-28 interstim urinary mgu lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity warning was triggered due to high rate non-sustained episodes and sensing integrity counter (sic) that was caused by t-wave oversensing (twos) post ventricular pace and twos post ventricular sense. The healthcare professional then indicated that since they now know the issue is a rv lead issue they will address it accordingly. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.